Event description:
Related manufacturer reference number: 1627487-2023-03110. It was reported that x-rays were taken of the leads. The s1 lead migrated and the t12 lead fractured. The fractured lead had high impedances above 7000 ohms on two contacts and it was noted system has previously been unable to enter MRI mode. No falls or trauma were reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.